Event description:
A home patient contacted baxter technical service center regarding a system error 2240 that appeared on the display of the home patient's homechoice machine during drain 3/5 of her automated peritoneal dislysis therapy. Reportedly, the home patient disconnected from the homechoice machine, did not press sto;, then reconnected after the machine alarmed .baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was associated with this incident per the home patient's stepdaughter.